Manufacturer narrative:
Evaluation results: one bivona tracheostomy tube was returned for investigation in used condition. Visual inspection of the device did not reveal any issues. A leak was identified in the pilot balloon following a leak test. Under magnification, a cut was identified. The cut measured less than 1 mm in length. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The cut must have occurred after the product left the manufacturing facility, otherwise the device could not have been used for the two months described in the original complaint. The product problem was attributed to misuse by the user. This was the root cause.

Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received that a smiths medical portex bivona tts tracheostomy tube was in use with a patient for two months when the pilot balloon began spraying a jet of water. Subsequently, a change of the cannula was required. There were no adverse patient effects.